Manufacturer narrative:
The insulin pump had a button error alarm due to corroded keypad traces. Moisture damage was found on the lcd board. The pump was received with a cracked display window corner, a cracked reservoir tube lip, and a scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer's blood glucose was 305 mg/dl. Customer treated with the pump. Customer stated that the alarm occurred right after the pump was exposed to moisture. Customer may have sweat in the pump. Customer was advised that the pump will need to be replaced. Customer was also advised to revert to a back-up plan.